Event description:
During follow-up, premature battery depletion was observed. Device replacement is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation under various pulse amplitudes measured current levels within normal range, and no indication of premature depletion noted. Field settings indicated auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicated the event was resolved by explanting and replacing the device.